Event description:
Additional information received that the system continued to exhibit high out-of-range (oor) shock lead impedance greater than 200 ohms in all configurations. Boston scientific technical services (ts) suggested to run a paper and do a painless shock lead impedance test. After running the impedance test, an odd signal was marked and then 1.1 joules was delivered and got a fault code. Further, a field representative reported that the rv lead was surgically abandoned and device still remains in service. No cause was determined as of this time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating this patient passed away due to unspecified causes over two years after the initial observations were reported. This product was returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with a right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 200 ohms. The field representative was working with the physician putting a left ventricular assisted device (lvad) after which oor impedance was noted in all shock configurations. The physician verified that the pins were properly inserted. Boston scientific technical services (ts) how shock lead impedance is measured and troubleshooting options. The field representative stated to check measurements again after the procedure. Additional information indicated that the cause was undetermined and no know plan of action. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.